Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Caller stated that incident may have occurred on lot number 4500165611 (expiry date:31 dec 2016). Both lot numbers have already been used and will not be returned for investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 23 mg/dl and 94 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed during control solution testing. The reported readings were found in the meter's memory. In addition, given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer 4500165327 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.